Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, delamination of the diaphragm valve, crease fold, delamination of the plug strap, brown particles inside of the device, wear abrasion. Leak test was performed and found openings on posterior side, delamination diaphragm valve and delamination on plug strap. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and delamination on diaphragm valve. Based on the device analysis the final assessment is: two striated edge openings on posterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Delamination of the plug strap assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.